Event description:
A surgeon reported that approximately five weeks following implantation of an intraocular lens (iol), the patient described vision fluctuations and seeing light reflections. Topical corticosteriods were started. Upon examination the surgeon noted a 3mm opacity that seemed to be just under the anterior surface of the lens or on the surface. There has been no change since the patient began topical corticosteriods.

Event description:
Additional info provided by the surgeon indicated the pt's uncorrected visual acuity has improved from 20/40 to 20/30.